Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 ("health professional" according to good faith effort questionnaire answers). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus surmised that b30 was displayed because communication with the scope failed due to faulty video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center ¿s light source image processor's paddle connector was ready to fail. The issue occurred during preparation for use. There were no reports of patient harm.